Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads from the same lot. It was reported the pt's scs sys was explanted in 2011 due to stimulation no longer providing pain relief. The explanted product will not be returned to sjm.